Event description:
Philips received a complaint from the customer reporting a battery failure on the v60 ventilator. The device was not in clinical use. There was no report of harm. The investigation is ongoing.

Manufacturer narrative:
Reporting address line 1: (B)(6) reporting institution phone: (B)(6) reporter phone number: (B)(6).

Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received on 17apr2023, it was stated that further information on the battery failure was asked but unknown. The fse went to the customer site and replaced the battery. No further information was received. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.